Event description:
Additional information was received from the rep reporting that the cause was not determined. No further actions were taken. They were going to check with the patient in one week to determine if further issues with adaptivstim.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the patient¿s ¿unwanted stimulation¿ continued to occur as of (B)(6) 2026. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the adaptivstim has been turned off while navigating the issue. They have worked with healthcare it to retrieve the logs from the patient¿s ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient began getting unwanted surges in stimulation without using controller. Intensity would increase during normal daily activities and patient had to use programmer to reduce intensity. Patient has gone thru several controllers due to ¿software problems¿. In addition to stimulation settings changing without manual adjustment, adaptivstim settings are not staying in place. Once programmed using clinician tablet on position intensity, when exiting and using patient remote, the stim settings do not remain. Troubleshooting included resetting adaptivstim and replacement of the controller. The manufacturer representative (rep) noted they will call tech services to discuss. After reprogramming of adaptivstim and replacing the controller, they will follow-up with patient in coming weeks to determine if still experiencing surges in stim and if adaptivstim is working as intended. The issue was not resolved at the time of report.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the over the last couple of months, patient has noticed surges in stim without manually changing it and this has happened more than once. Patient has adaptive stim active. One example was patient was out walking (without their controller) and stim increased so high it was almost unbearable. When patient got home and checked with controller, the amplitude was very high, like around 14 ma. When it should have been around 8 ma. The patient was on tonic programming with 2 programs. The patient has notified their health care provider (hcp) about this and in clinic, the hcp indicated impedances were normal and they reviewed adaptive stim. However, rep saw the patient on 2026-apr-15 and stated that ever since they saw the hcp, the controller wouldn't check position and adaptive stim wasn¿t working. When the rep interrogated the ins, they saw on the adaptive stim screen, that resume was toggled off so they toggled it back on and that seemed to resolve part of the issue. However, when testing adaptive stim while using patient's controller, the intensity was not going to the correct position intensity they had set and had checked the "overview" screen prior to ending the session. In certain instances, the intensity was going to 0 ma. The rep didn't re-orient the ins yesterday because when they checked position, it was showing correctly. The rep received text from the patient after patient got home from appointment and stated that they felt stim stop and when they checked the controller, the lower limit reached screen appeared and caller never set a lower limit. Patient had denied feeling like that ins had moved or changed and denied any changes in their body (i.e. Weight gain/loss). The patient has received 3 replacements of the patient controllers. The first was due to cracked screen and then patient was seeing "software issue" and subsequently received 2 additional controllers. It was taking longer to charge but the rep didn't see anything out of ordinary with sessions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.